Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2018 due to insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that he insulin pump had a rewind anomaly. Customer was already off pump therapy. The device will not return for analysis.